Event description:
Customer reported occlusions with their device. There was no adverse impact to the customer's blood glucose level. The customer chose not to proceed with troubleshooting provided by technical support, as they decided to stop using the t:slim system based on their healthcare professional's advice.